Event description:
A patient reports while activating a pod the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula had properly inserted at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. The first priming sequence ran 48 pulses and then the device was deactivated by the user at pulse 61. Investigation found no defects or manufacturing deficiencies to the fluid path that would prevent the needle mechanism from deploying as intended or contribute to an improper insertion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no issues were noted, root causes for the reported needle mechanism failure and unsure properly inserted cannula could not be determined.